Event description:
Tech alleged that the bed exit was not alarming when activated. No pt impact.

Manufacturer narrative:
Tech found that the bed exit tape strip is bad. Tech replaced the bed exit tape strip to resolve the issue.